Event description:
It was reported the patient fell on her driveway this morning at 8:00. She had been feeling a burning and stinging sensation at her implant site since about 10:15 am. It was noted the sensation was at the site but the site was not bruised. When the patient turned the implant off the sensation went away, but it came back when the implant was turned back ok. It was noted the patient had not noticed any urinary symptom change. The patient planned to keep her implant off. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0433c, implanted: (B)(6) 2012, product type: lead. (B)(4).